Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead exhibited failure to capture. Besides, the atrial lead was failed to extend. The atrial lead was not used, and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 section was updated.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead exhibited failure to capture. Besides, helix of the atrial lead was failed to extend. The atrial lead was not used, and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.